Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to FDA.

Event description:
The customer reported that an ultrasound machine was placed on the fluoroscopy pedal. The operator in the room claims that the signal after 5 mins of fluoroscopy has not worked. When the customer realized that the fluoroscopy was on, the patient received 8 mins unintended fluoroscopy.

Manufacturer narrative:
Philips has analyzed the logfiles and came to the conclusion that the fluoroscopy buzzer sounded after five minutes of cumulative fluoroscopy. The buzzer was reset after two seconds, however the ultrasound system remained on the pedal for three more minutes.the total airkerma for these 8 minutes was: 59.5 mgy. Based on the results of this investigation we conclude that there was no malfunction of the system. (B)(4).